Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that an unrecoverable blue screen occurred during booting. A field service engineer (fse) reimaged and configured. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, device went offline after the technical support specialist (tss) pushed the upgrade. The tss contacted the user and requested a reboot of the device, however, it continued to show offline. However, there were no delay to patient care and adverse events or injuries reported based on this incident.